Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. During an ablation procedure to treat atrial fibrillation and ventricular flutter, a farawave nav catheter was selected for use. Posterior wall and vein isolation were performed using the farawave nav catheter. This was followed by an anterior mitral line attempt to treat flutter. Use of the catheter to treat anterior mitral line constituted off-label use of the catheter. At this point, the blood pressure of the patient dropped, and a pericardial effusion was detected via intracardiac echocardiography (ice). The ablation had been taking place for 30 minutes when this event was noticed. A pericardial tap and drain were performed in response to the patient complication. The patient was hospitalized in response to the event. One day post procedure, the patient died. The cause of death was ruled as a cardiac exhaustion. The farawave catheter is not expected to be returned for analysis since it was disposed. Additionally, the catheter exhibited a spline inversion, but this was resolved.